Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury. Added health effect, clinical code(s) e2312 (dizziness) and e0112 (fatigue).

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with glucose trending down to approximately 54¿56 mg/dl for 1¿2 hours despite treatment with oral glucose sources, and the user believed insulin delivery was too aggressive; the device provided low glucose alerts, and additional training was assigned. Symptoms included weakness and dizziness consistent with hypoglycemia. Outcomes included self-treatment without professional intervention or assistance and no hospitalization. Investigation included complaint intake, user education on hypoglycemia management, and troubleshooting support. Investigation of this case revealed no device alarms indicating malfunction and no confirmed hardware or software failure; the event was categorized as hypoglycemia with cause unclear based on user-reported low glucose trends and perception of aggressive insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.